Event description:
It was reported that the pressure meter is out of calibration. It was further reported that the issue was discovered during preventative maintenance(pm). No patient involvement.

Manufacturer narrative:
A product sample was received for evaluation. Visual inspection was performed. Device was received with a bent front panel, cracked battery door, and the manometer was out of specification. The complaint was confirmed there was an impact to the device. Repair was performed and the manometer, the bent front panel, and the cracked battery cover were replaced. Manufacturing device history record is not relevant to the investigation as the issue was caused by user interface. No previous service history. This remediation MDR was generated under protocol (B)(4). , as a result of warning letter cms# (B)(4).